Event description:
Philips received a complaint on a quick connect spo2 sensor indicating that the wireless spo2 has inaccurate measurements when connected to the mr400. The device was in use on a patient at time of event; there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by the rse which included remote troubleshooting with the biomed customer. It was noted that they are getting inaccurate measurements when they wiggle the cable. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty spo2 cable. The issue was resolved by providing the part ID for a replacement quick connect spo2 sensor. The lot number, manufacture date and disposition of the faulty cable was requested but is unknown. The customer is taking responsibility to order the replacement accessory. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.